Event description:
The rptr stated that they did meter to hcp meter comparison tests. Their blood glucose test at home read 105 mg/dl, and 15 minutes later at dr's office, their meter (type unknown) had a reading of 140 mg/dl. Rptr did not have any symptoms. On follow up, the rptr stated that they check the confirmation dot, and described rptr cleans rptr's meter on a regular basis. Rptr did not wish to troubleshoot. No harm was alleged.